Manufacturer narrative:
Upon testing batteries prior to replacing, they lasted 6+ minutes (well above the minimum). Replacement battery cartridge ups shipped to site (B)(4) 2015. Return requested. The suspect part was discarded and will not be returned to manufacturer for analysis. A full system checkout was performed and completed successfully. No further issues have been reported. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
Medtronic representative was notified by the hospital that their imaging system was powering off after only 2 minutes after being unplugged from a wall outlet. There was no patient present when the issue was identified.

Manufacturer narrative:
Correction: UDI and additional evaluation codes provided.